Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the visual analysis, batch record, supplier evaluation, trending of the product malfunction code, retain testing, and system risk analysis. The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required as the issue was not identified to be a functional or manufacturing issue. The trend for the product malfunction code of procedure related was not performed as the lot number was not available. Retain testing was not performed as it was not identified to be a manufacturing issue. The system risk analysis (sra) was reviewed for the issue of procedure related and expired product, and the risk was determined to be "low risk." The assignable cause is of the issue is failure to follow instruction. The customer indicated they were disinfecting a scope in cidex® opa solution below the minimum temperature requirement. Instructions for use were given to the customer over the phone. Asp will continue to track and trend the issue. No further investigation is required at this time.

Event description:
A customer reported processing a scope in cidex® opa solution at a temperature lower than the what the instructions for use (IFU) states and the scope was released and used on patients. There were no serious injuries reported. The customer stated they had been processing a new tte probe in cidex® opa solution at 65 degrees and were unaware that the IFU states the temperture of the solution needs to be at a minumum of 68 degrees farenheit for high level disinfection. The customer was advised to use a medical grade heating device to heat the solution before using. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex® opa solution since asp is not able to guarantee it has been high level disinfected.